Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. It was noted that only the proximal segment was returned. Detailed analysis revealed trilumen insulation damage approximately 35.5 centimeters (cm) from the terminal pin. The rate-sense (rs) coil and distal high voltage conductors showed arcing damage. The rs-coil was also fractured. The damage appeared to be initiated by a localized compressive stress on the surface of the trilumen insulation and was most likely caused by entrapment in the clavicle/first-rib region. Laboratory analysis was able to confirm the reported clinical observations.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shock therapy due to noise which was oversensed. High pacing and shock impedance measurements were also observed. A right ventricular (rv) lead conductor fracture was suspected, most likely due to subclavian crush as the lead was implanted in the subclavia. The patient was scheduled for a replacement procedure on a later date. Additional information was received indicating that there was no pacing inhibition that resulted to more than 2 seconds of asystole. The lead was partially explanted while the device was explanted under the same procedure. The x-ray confirmed that the fracture of the lead was due to a subclavian crush. The rv lead and ICD was no longer in service. No additional adverse patient effects were reported.